Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the mitral position in a non-edwards 31mm surgical for 4 years and 4 months, underwent a valve in valve procedure due to unknown reasons. A 26mm sapien 3 ultra was implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve in valve due to unknown reasons was unable to be confirmed due to unavailability of device and/or relevant medical record/imagery. No manufacturing nonconformance was identified during the evaluation. A review of device and lot history records did not reveal any indications that manufacturing nonconformance contributed to the reported event. A review of the IFU and training manuals also revealed no deficiencies. In this case, the reason for performing a valve-in-valve operation approximately 4-year and 4-month post implantation was unknown. Multiple attempts were made to obtain information about the explant but was unsuccessful. There is insufficient information provided to determine a root cause at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.